Manufacturer narrative:
The insulin pump was unable to perform displacement, rewind, seating and basic occlusion due to pump error alarm during rewind due to corroded motor home switch. No unexpected pump error noted on download history file. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of power system error from the insulin pump. The customer's blood glucose reading was 11.0 mmol/l. The customer reported that reset did not resolve the issue. The insulin pump will be returned for analysis.